Event description:
It was reported that during a low anterior resection, the device was fired and the first donut was intact but the second donut was incomplete. The surgeon used sutures for the anastamosis and also performed a temporary colostomy. Operating time was extended by forty-five minutes.